Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n171986008, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient came in for a routine end of life pump replacement, and it was determined that the catheter was leaking next to the sutureless connector. It was found out later that during the last refill there was an amount of fluid drawn out of the pocket. A break in the proximal segment of the catheter was reported. The sutureless connector was replaced on (B)(6) 2013. The patient required hospitalization. The medication infused was gablofen.

Manufacturer narrative:
Analysis of the catheter revealed a hole in the catheter body caused by deep abrasion as well as coring, tears, and cuts in the sutureless connector seal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n171986008, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
It was later reported that the catheter removed was the sutureless connector of the 8709sc, with serial number (B)(4). The cause of the break was unknown, and there was a small hole in the catheter near the connector. No actions were taken at the time of the reported refill.